Event description:
The surgeon, dr. (B)(6), reported via fax that "a pt underwent an intervention of amputation of the prox leg due to progressive degeneration of a tumor on (B)(6) 2011. The pt underwent a surgical procedure of knee resection and reconstruction on (B)(6) 1999 due to tumor. The pt showed a dislocation of the femoral and joint components of the prosthesis implanted. The opinion of the reporter is that the event is related to the complicating condition of the pt (tumor) and not to the failure of the implant.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.